Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Manufacturer narrative:
Correction b2, h6, clinical code, result code. The reported event could be confirmed with the help of medical documents provided for investigation. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿it is a post-traumatic situation after a distal tibial fracture, treated surgically with 3 screws. This is a complex case. There is not sufficient information to assess the quality of the overall medical treatment. There are large periprosthetic cysts around both the tibial and talar components, that most likely are the main indication for revision surgery. The joint space appears to be symmetrical with a normal thickness of the pe-liner, making it less likely to be the indication for revision surgery. Patient-related factor is the most likely cause of failure (the formation of large bone cysts).¿ formal medical opinion was sought from an experienced independent medical expert as below. ¿the CT-scan shows cystic changes at the anterior side of the tibial component and radiolucency in the vicinity of the component. The talar component has subsided and there is some bone formation at its anterior side. The implant as such is intact. Most likely patient-related factors play a role in the osseous changes (poor bone quality). Additional clinical information is needed to do a definitive root cause analysis.¿ more detailed information about the complaint event including clinical information as well as the affected device must be available in order to determine the root cause of the complaint event. The medical expert opinion also states that ¿¿the CT-scan shows cystic changes at the anterior side of the tibial component and radiolucency in the vicinity of the component. The talar component has subsided and there is some bone formation at its anterior side. The implant as such is intact. Most likely patient-related factors play a role in the osseous changes (poor bone quality). Additional clinical information is needed to do a definitive root cause analysis.¿ if device is returned or any further information is provided, the investigation report will be reassessed.